Manufacturer narrative:
G4:05mar2021. B4:10mar2021. Three good faith efforts were made to obtain information regarding patient/user involvement and contextual use with no response from the reporter and therefore cannot be determined. The original service order did indicate that the device was replaced during the incident. The customer evaluated the device and has been unable to duplicate the issue however requested replacement of the power management board. A philips field service engineer (fse) was dispatched to the customer site and the power management printed circuit board assembly (pm pcba) was replaced as part of the field change order. The fse replaced the pm pcba to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported to philips that the device was running on battery even though its plugged into the ac. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.